Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room. The patient's right ventricular lead had loss of capture. The lead was programmed. The lead was eventually explanted and replaced. The patient was in stable condition.